Event description:
The pt experienced a shocking or jolting sensation in her area of paresthesia when her neurostimulator suddenly turned on. The pt also felt a burning sensation down her leg when stimulation was turned on and off. The pt was visiting her daughter in the hospital at the time of the incidents. At the time of the incident, the pt didn't have her programmer to shut her device off and was unable to sleep at night due to the pain. The pt was able to turn her device off with a magnet. The pt was at home at the time of the call; her status was reported as 'fair'. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.